Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the control-iq algorithm increased and decreased basal delivery in response to the continuous glucose monitor (cgm) sensor reading; however, the cgm sensor reading was inaccurate. The customer was unable to provide the cgm and meter bg reading. As a result of the control-iq algorithm adjusting insulin the customer's blood glucose (bg) ranged from over 360 mg/dl to 400 mg/dl. Reportedly, the customer went to the emergency room and was subsequently hospitalized. Customer was treated with intravenous fluids of saline and insulin. The customer was discharged from the hospital on (B)(6) 2023 with the issue resolved and no permanent damage. System check with tandem technical support did not identify any additional issues with the pump or related supplies. No additional patient or event information was available.